Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician placed a 3.00x12 mm taxus express2 drug eluting stent in the proximal lad, and an unknown bare metal stent was placed in the mid circumflex. Patient discontinued clopidogrel after 7 months. Seven months post the initial procedure, primary percutaneous coronary interventions (pci) was performed due to an acute occlusion of the lad stent one week after the discontinuation of clopidogrel. The previously placed taxus stent was covered by another 3.00x12 mm taxus stent. The stent was post dilated with an unknown size quantum balloon. The stent was well apposed. Clopidogrel was continued for another 9 months. No additional patient complications were reported. Patient status reported as "ok."